Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level of customer was 400 mg/dl at the time of incident. Customer had nausea, vomiting and abdominal pain and breathing difficulty as a result of high blood glucose. Customer reported that the insulin pump had insulin pump error alarm. Customer was able to clear the alarm and rewound the insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed. (B)(4).